Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor speeds were out of specification on the low end and the device was out of calibration. The motor, sleeve, bearings, o-ring, spring seal, reciprocating arm, swivel, hinge throttle, ball plunger, lever, and width plate screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device did not work all the time, it froze and could not be used. There was no patient harm/injury or surgical delay as there was no patient involvement. It was confirmed that the machine uneven speed and the morter did not work. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: thailand.